Event description:
The product was used during a total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the incomplete staple line and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.